Event description:
It has been reported to us that during the procedure, the hypotube separated while the aspiration catheter was being removed from the patient. The physician inserted the hypotube into the patient. The physician inserted an aspiration catheter into the patient. The physician performed an aspiration on the patient. The physician removed the aspiration catheter and the hypotube separated and remained inside the aspiration catheter.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.